Event description:
It was reported that device diagnostic testing resulted in high impedance (dc dc code 7). The physician did not program the device off after observing the high impedance. X-rays have not been taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high lead impedance. The patient was referred to surgery. Surgery is planned, but has not occurred to date.

Event description:
The device history record (DHR) for the lead was reviewed and no anomalies or performance issues were found. During the analysis of the explanted lead, abraded openings were also observed on the inner and outer tubing.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that there were no nonconformances of devices issues prior to shipment. Describe event or problem, corrected data: previously submitted reports did not include the abraded opening found in the lead tubing during product analysis. The information is being included in this report.

Event description:
It was reported that the patient underwent surgery for the high impedance on (B)(6) 2013. During the surgery a new generator was placed on the existing lead. Device diagnostic testing again resulted in high impedance. Only the generator was replaced during the surgery and the new generator was left programmed off. The patient's family was informed and plans to replace the lead were made. Surgery has not occurred to date.

Event description:
It was reported that the explanted generator was discarded and would not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent lead replacement surgery on (B)(6) 2013. The lead was returned to manufacturer for analysis on 09/25/2013. Analysis of the lead was completed on 10/10/2013. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 329mm portion quadfilar coil 1 appeared to be broken approximately 183mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area on one broken coil strand as having extensive pitting which prevented identification of the coil fracture type. Two of the remaining broken coil strands were identified as having evidence of a stress induced fracture. Determination could not conclusively be made on the fracture mechanism. The last remaining broken coil strand was identified as having evidence of electro-etching. Electro- etching and pitting were observed on the coil surface. During the visual analysis of the returned 329mm portion quadfilar coil 1 appeared to be broken approximately 3mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the quadfilar coil 1 coil break (found at 3mm) and identified the area as having evidence of a stress induced fracture, pitting and evidence of electro-etching on the coil surface. Determination could not conclusively be made on the fracture mechanism. Two of the broken coil strands were identified as having evidence of electro-etching and mechanical damage. Scanning electron microscopy was performed on the electrode (mating) end of the quadfilar coil 1 coil break (found at 3mm) and identified the area as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.